Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic adrenal resection, after the skin incision, when the trocar was inserted through the abdominal wall, the balloon did not inflate. Surgeon used another device to resolve the issue in order to complete the case. No patient injury.